Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The bme reported touchscreen defect was determined to be the cause and required replacement. The rse provided the part details as requested for customer order. Multiple good faith efforts were made to obtain information regarding device repair, and operational status with no response from the customer and therefore cannot be determined. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting the touchscreen on the v60 ventilator does not work. The issue occurred during device set-up and was not yet in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The bme reported touchscreen defect was determined to be the cause and required replacement. The rse provided the part details as requested for customer order. The investigation is ongoing.